Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead migrated. X-rays taken confirmed the lead migration. Additional information received identified the patient underwent surgical intervention on (B)(6) 2014 to reposition the scs lead. The issue has reportedly resolved postoperative.